Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that out-of-range impedance was noted. Lead was explanted and replaced.